Event description:
It was reported via repair work order that the head left side rail was stuck in the lowest position due to a rusted timing link. It was further reported that the power cord ground pin was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.